Event description:
It was reported of nearly 30 instances of bed alarm's batteries were not able to hold a charge and were overheating while in use with patients. The span of these incidents included several lot numbers and in several different locations. No evidence of harm to any patient was noted.